Manufacturer narrative:
Additional information re: surgical delay -- attempts are being made to clarify the exact surgical delay time. If reported as 30 minutes or greater, adi and MDR trees should be opened and reassessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: there was reportedly a surgical delay of 20 - 30 minutes.

Manufacturer narrative:
The 2.4 variable angle locking compression plate (va-lcp) screws/unknown lots. It is unknown if the devices were implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the surgeon had difficulty inserting the 2.4 variable angle locking compression plate (va-lcp) screws. The screws were being used in distal radius. During insertion of the screws it seemed that the tapping mechanism was not working properly. Fracture components migrate with the insertion of the screw through the screw-hole as the screw cannot find any grip in the bone. This report is for an unknown quantity of unknown 2.4 variable angle locking compression plate (va-lcp) screws. This is report 1 of 1 for (B)(4).